Event description:
It was reported that there was an elevated capture threshold on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224trk implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6); product ID 419488 implantable pacing lead implanted: 2010 (B)(6). (B)(4).